Manufacturer narrative:
The report complaint of the autopulse li-ion battery (sn (B)(4)) failed to power on an autopulse platform was confirmed during functional testing. The archive data could not be downloaded, and a review was not performed. The probable root cause for the reported complaint could be due to battery mismanagement and charging practice or electrostatic discharge (esd) or broken/damaged components. Upon visual inspection, no physical damage was observed. The status leds on the battery showed no lights. The battery archive could not be downloaded. The possible causes for the archive issue could be due to the battery being discharged to a very low level voltage and cannot power up its internal components or could be due to the damaged gas gauge which causes communication failure with the internal components that powers up the battery. During functional testing, the battery did not power on a known good autopulse platform, confirming the customer complaint. The battery failed to charge in a known good autopulse multi-chemistry battery charger (mcc) and the status leds on the battery showed no lights after the charging attempt.

Event description:
The customer reported that the fully charged autopulse li-ion battery (s/n (B)(4)) failed to power up the autopulse platform. The battery's status check button showed 4 solid green lights before inserting it into the platform. It is unknown where the problem occurred. However, patient use information was requested but no additional information was provided, therefore patient use is unknown.